Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm micl 12.1, -13.0 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2013. The lens was removed and exchanged on (B)(6) 2019 due to lens opacity, cortical, being observed (B)(6) 2018. It was reported the lens was removed to prevent the progression the cortical cataract. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).